Event description:
A patient about to undergo a repeat c-section was (from the operative note): "brought back in the operating room and initially had some difficulty placing the spinal anesthetic. Once location was confirmed on ultrasound, spinal was performed; however, there was inadequate anesthesia from that, the decision was to proceed with general anesthesia." The infant was then delivered through the incision without any difficulty. The patient was then extubated and escorted to recovery room in stable condition.